Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube, cracked battery tube threads and scratches on the lcd window. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. The device functioned properly and there was no anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer advised the insulin pump works on and off and they need a replacement device. Customer was unable to troubleshoot the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.